Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device is having problems with the co2 module. There was no reported patient involvement.